Event description:
Placed an 8 french coude tip catheter into a patient. As I began to fill the patient with contrast, I noticed contrast leaking from the catheter. Investigation determined that the contrast was coming from the hub of the catheter. Tried to patch the leak as an attempt to avoid re-catheterization of the patient. This attempt failed. Patient was recathed with a new non-coude tip 8 french catheter. Exam proceeded in a normal manner manufacturer response for self cath tapered tip coude 8 french, (brand not provided) (per site reporter): local rep notified phone call and email. Very willing to work with us and follow up.